Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring and a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. Additionally, it was reported that the pump touch screen was unresponsive and the pump shut off unexpectedly. The customer¿s blood glucose (bg) level was in 360- ¿high¿ (specific value was not provided) range. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.